Event description:
It was reported the pt was receiving inadequate stimulation from her device to relieve her pain symptoms. It was stated the pt had been receiving "heat ultrasound therapy, neck manipulation, therapeutic heat massage, and electrolysis." One of the electrodes reportedly showed high impedances. The pt's device was reprogrammed around that electrode. Therapy was restored and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.